Event description:
Blood pressure cuff used at (B)(6) which I believe is welch allyn. Needs to be verified. They left the blood pressure cuff (whatever brand) on right arm where I have already had a lymph node removed from the underarm for 4 hours. It caused massive swelling of my face (the next day my face, eyes, eyelids were swollen shut, huge moon puffy face) legs, and infection in nose now being treated with a bad (B)(6) infection. It's not clearing either and I am getting more spots. It may have spread to my brain too as I don't feel very well and I am dizzy, tired; just ill in general.